Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid effluent. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.